Manufacturer narrative:
The device is contained at the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical training lab conducted by stryker, the ultrasonic aspirator heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.